Manufacturer narrative:
A specific root cause could not be determined. The field engineering specialist performed two repairs at the same time making it hard to determine a specific root cause. The customer declined to provide any further investigation material. The customer has confirmed that the issue has been resolved as they have not had any recurring issues following the field engineering specialist visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that a technician loaded a tube on the analyzer that had a low sample volume. The sample probe descended all the way down into gel. The tube was now stuck to the sample probe. When the analyzer attempted to discard the sample tip, the sample tube was still stuck to the sample probe. Following this problem the customer complained of receiving a discrepant result for elecsys hcg test system (hcg stat) for one patient sample. The initial hcg stat result was < 0.5 mlu/ml with a data flag. The repeat result from another analyzer was 110,853 mlu/ml. The initial result was reported outside of the laboratory, but the physician questioned the initial result. The repeat result was deemed to be correct. There was no adverse event. The hcg stat reagent lot number was 18912301 with an expiration date of 28-feb-2018. The sample was processed by a modular pre-analytics system. The field engineering specialist could not determine a cause. He did find some crystallization buildup in the system along with a bent nozzle. He replaced the bent nozzle and replaced the part that had the crystallization buildup. He performed precision testing which passed. The instrument was calibrated and qc was run all which passed.